Event description:
Sternal plates were implanted for sternal reconstruction. After implantation, one of the emergency release pins worked its way out of the plate causing the closure to fall apart. Surgeon backed out the plates and patient was closed with a muscle flap.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.